Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message first appeared on (B)(6) 2016 at 6:00 am. The patient was unable to recall the specific error message. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied taking any action regarding her usual diabetes management regimen due to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged issue however, reported attending the emergency room (ER) on (B)(6) 2016 at 2:30 pm where she was treated with ¿IV¿ and insulin. The patient reported that her blood glucose was tested on the ER device on arrival but was unable to recall the result obtained. At the time of troubleshooting, the csr noted the patient did not have testing supplies available to test the meter. The alleged issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for hyperglycemia after the alleged error message began to appear.